Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was unknown if the event resolved after explant. No further complications were reported/anti cipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator. It was reported that following the implant procedure, the patient experienced rejection so the device was explanted in 2017. It was also noted that the patient did not experience a greater than 50% reduction of symptoms; an explant due to poor effect was noted. The cause and what troubleshooting that was performed related to the issue were unknown. No further complications were reported/anticipated.